Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported the patient never had therapeutic effect. There were problems with the pump and the patient wanted it removed. The patient was getting 0.36 milligrams per day of morphine and the patient was told that was a very low dose. The pump never worked for the patient¿s pain. Several medications were tried, but the pump had not worked. It was thought the pump created a problem with the patient¿s left foot and he had 2 surgeries on the left foot. The patient had horrible degenerative disc disease. The pump was uncomfortable and the patient could not sleep or wear clothes. The patient was afraid of having the pump explanted because of the hole it would leave in the spine. No information regarding the patient outcome or the results of diagnostic testing and troubleshooting was reported. A supplemental report will be submitted if additional information becomes available.